Manufacturer narrative:
The partial lead in segments was returned and analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: dtba2d1 ICD implanted: (B)(6) 2016. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patient presented to the hospital due to a care alert via the remote monitoring network. A device interrogation revealed high sensing integrity counter (sic) and many non-sustained ventricular tachycardia episodes with oversensing and noise artifacts. The rv lead was later explanted in several pieces and replaced. No patient complications have been reported as a result of this event.